Manufacturer narrative:
Occupation is lay user/patient. The reporter's meter and test strips were provided for investigation. However, the customer's returned vial of strips was empty. Therefore, the reporter's returned meter was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4). The result from the meter at 10:03 a.m. Was 7.4 inr. The customer tried testing again and received an error 5. Error 5 indicates there was an error applying blood to the test strip. The result from the meter at 10:07 a.m. Was 2.1 inr. The patient¿s therapeutic range is 2.0-3.0 inr.